Event description:
It was reported that during a percutaneous transluminal angioplasty shunt procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous upper arm shunt vessel. This 4.0 x 20/40 (4f) otw sterling balloon catheter was selected for the procedure and the balloon ruptured. The procedure was continued with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).